Event description:
The distributor reported that screws were broken at the usb port of a pump, causing damage and subsequently making it impossible to plug the pump in. There was no information provided about any impact on the customer's blood glucose level. The damaged pump was scheduled to be returned, and a replacement pump with a new serial number was to be issued to the customer. No additional outcomes or actions were detailed beyond the arrangement for returning and replacing the pump.